Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they can not pee. The patient noted in (B)(6) 2016 they had an MRI before they had a knee replacement. The noted they didn¿t think she should have got into the MRI, the patient noted the MRI did not seem to hurt her. The patient noted when the girl at the MRI facility saw the implant on the scan, she got the patient out. The patient had a knee replacement on (B)(6). The patient noted in (B)(6), weeks after a knee replacement, the patient was taking antibiotics for uti before they went to the hospital for. The patient reported the uti is what caused the scdiscus (massive diarrhea, bleeding). The patient noted for about a month she can¿t pee since coming out of a coma. The patient noted she has had a catheter since she left the hospital. The patient noted they went to talk to the doctor and the doctor said the implant needs to come out. There was no date set from removal. The patient noted the doctor would like to talk to the manufacturer to see if there is something else that can be done before he takes it out. The patient noted they were inflamed where the catheter is. A manufacturer representative (rep) reported there were no impedance measurements taken. The rep stated they worked for the patient and patient¿s daughter and confirmed that stimulation was on when they first checked the patient¿s system stimulation was on 3.0 v. The patient is not getting any therapy benefit and is having retention symptoms. The patient was not feeling stimulation either. The patient did see a urologist for her retention issues but this didn¿t resolve anything and the urologist doesn¿t work interstim systems. The patient is currently self-cathing to address symptoms. The rep noted the patient had a full body MRI done, but the timing was unknown. The rep noted the patient did have knee surgery around this time and the rep thinks the MRI was prior to surgery. The patient stated they were in a coma at the time of the MRI scan. The patient noted they told the radiology people that the patient had an implanted system prior to the MRI. It was noted the patient is older and the rep said it is hard to get a clear history from her about these events. Exact timing is unknown. The hcp wants to see the patient as soon as possible, but the hcp wants to speak with the manufacturer first about ramification of off label MRI. The rep noted a return of symptoms. Additional information from a manufacturer representative (rep) reported there was no surgical intervention, it was unknown if a surgical intervention was planned. The rep noted the patient had an MRI of the body which may have led to or contributed to the issue. The rep noted the physician is considering actions and interventions at the time of the report. The issue was not resolved at the time of the report. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.